Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call that the insulin pump alarmed motor error. In addition, the customer's spouse reported that the customer had a current blood glucose level of 286 mg/dl during the call and a blood glucose level of almost 500 mg/dl when they woke up the day of the call. The customer was treated with insulin through syringes. The customer's spouse was assisted with motor error troubleshooting. The customer's spouse stated that the drive support cap appeared normal and that the insulin pump was not exposed to high magnetic fields. The customer's spouse was able to complete pump rewind. Displacement test and manual prime were successful. The customer's spouse was advised to monitor and call back if problem recurs. Troubleshooting for a no delivery alarm received was declined. The insulin pump will not be returned for analysis.